Manufacturer narrative:
Investigation revealed that this failure mode occurred as a result of user neglect/abuse by reason of maneuvering the wheelchair down a ramp at too great a slope. The end user purchased a 6 foot portable ramp thinking that it's safe to use and negotiate any degree of slope. The end user was not aware of ada ramp slope guidelines, nor did the end user adhere to the safety instructions found in the owner's manual (documents attached to case). As a result, the patient tipped over and sustained injury. The end user was not wearing his positional belt. The end user has since been instructed to use these guidelines when traveling down a ramp. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution. Note: ada compliance for 6ft (72 inches) of run is 6 inches of height (1 inch of rise to every 12 inches of run using ratio 1:12). Although the exact height of the steps used could not be determined, it was confirmed that the 3 steps total height was over the 6 inches needed to be ada compliant. (B)(4)

Event description:
It was reported that the patient recently purchased this "demo wheelchair" from the dealer. Upon going down a ramp, the rear end lifted up on the wheelchair and the end user fell out and broke his leg.